Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. A device history record review was not required as the device had undergone previous servicing and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had same fault as before in (B)(6) 2023 with no flow and unable to fill the reservoir. The device was able to fill in the engineering department by the engineer, but they are concerned it could be an intermittent fault. Per review of wo on 23may2023, there was no patient involvement. Per follow up information received via email on 15jun2023. The unit has been returned but not looked at yet by the engineer.

Event description:
It was reported that the arctic sun device had same fault as before in april2023 with no flow and unable to fill the reservoir. The device was able to fill in the engineering department by the engineer, but they are concerned it could be an intermittent fault.per review of wo on 23may2023, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.